Event description:
The customer reported that during reprocessing, they observed the channel of the scope was blocked. The scope was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found lodged in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The foreign material found lodged in the air/water nozzle appeared to be blue plastic. The foreign material caused reduced water flow and inadequate air flow. It was determined the foreign material did not originate from the scope. In addition, service found the adhesive on the light cover and optical cover glasses was worn, the adhesive on the distal end was lifting, and the angulation was out of specification due to the angle wires being stretched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.